Event description:
This is the first of two reports concerning the same pt during the same surgery. This report concerns (B)(4) (vu-epod implant large taper 26x12mm). It was reported the implant was implanted (during transforaminal lumbar interbody fusion (tlif surgery )because it would not turn over when inserted. Part of the implant sheared, but did not separate. There was no pt injury or adverse consequences to the pt and there was a delay in surgery of 10 minutes. Add'l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.